Event description:
Caller reported aviva system blood glucose results within 10 minutes, all mg/dl: 269, 133, 221, 133, 269, 128, 154, and 142. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.